Event description:
Additional information was received from the patient. The patient called back reporting ongoing concerns with lack of therapeutic effect. When patient discussed with their physician, the doctor said all they did was perform the implant and provided no further guidance. The patient had not been contacted by field staff either. Patient services reviewed option to try other programs but patient declined stating they should not have to do this on their own and would like some better support. Patient services recommended patient request managing hcp schedule an appointment for patient to meet with field staff for further assistance. Patient confirmed they will do so.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that they were not feeling stimulation sensation and wanted to increase amplitude. Amplitude was at 7.4 and patient increased to 8.1 and were still not feeling it. Patient indicated they did not get any guidance on device programming or amplitude range after implant. Patient services recommended patient refrain from going any higher until they can consult with their managing physician at their post op appointment which is scheduled for (B)(6). Additional information was received from the patient. They reported that they are still not feeling stimulation sensation and not getting therapeutic effect. Patient has post op appointment tomorrow and will discuss program use and therapy concerns with managing physician. Patient services also emailed field staff a notification. Patient may be calling back for assistance changing programs pending outcome of their appointment tomorrow.